Event description:
The customer reported that the device has fallen, display is broken. Patient involvement is unknown. There was no report of patient or user harm.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the device has fallen, display is broken. Patient involvement is unknown. There was no report of patient or user harm.

Event description:
The customer reported that the device has fallen, display is broken. Patient involvement is unknown.